Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern on the basis of the current information and without the product, a clear conclusion can not be drawn. The product was delivered to china in december 2012. Since that, no maintenance/repair was registered within the aesculap technical service (ats) tuttlingen. It must be mentioned, that the reported failure patterns ("during use the handpiece could not rotate."; "during use the milling cutter could not rotate.") Does not completely. Fit to the reported medical device (gd670), as this is the control unit with no direct contact. To the surgeon. Furthermore it is stated that the ball bearings failed, which is not assignable to the control unit either, but probably to a handpiece. Additionally, the subsidiary stated that the malfunction of the ball bearings is related to a lack of maintenance. Such products from aesculap must be maintained at least once per year according to the IFU and/or the labeling on the products itself. In summary the root cause for the failure is most probably a lack of maintenance. A CAPA was not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with microspeed uni control unit . According to the complaint description the bearing was damaged. During use the milling cutter could not rotate. After testing it was found that metal ball of bearing fell off. Malfunction was due to lack of routine maintenance which resulted in rust and bearing of bearing. The handpiece was not test before use. There was no patient harm. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).